Manufacturer narrative:
(B)(4). An evaluation was completed to investigate the reported issue. The actual device was not received; however, two retained samples were evaluated. Visual inspection was performed with no issues noted. Leak testing was performed and passed successfully with no issues noted. A push pull test was performed with no disconnections occurring. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an uromatic irrigation set¿s tubing disconnected from the drip chamber. This occurred during infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.